Event description:
Patient's mother reported to the FDA (reference mw5069048) that her son died. The allegations were the device and lv lead failed him. There were no shocks delivered for a 200+ bpm heart rate. The distributor contacted the physician but was unable to get any further information. The distributor filed medwatch forms: device: ICD, model #: cd3357-40q, s/n: (B)(4), report #: 2938836-2017-24452; ra lead, 2088tc/52, (B)(4), 2938836-2017-24454; rv lead, 7122q, (B)(4), 2938836-2017-24455.